Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. The defib conductor was distorted at 58 cm and 32 cm.

Event description:
It was reported that during the implant procedure, it appeared that something was catching on the lead. The lead was examined and it was noted the coils approximately 0.5cm from the tip spiraled out of smooth sequence and rose above the rest. The device was not implanted. No patient complications have been reported as a result of this event.